Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a shock and there was also an untreated event. The caller was attempting to access the event when a the programmer displayed a yellow screen stating telemetry was lost. Telemetry could not be re-established despite exiting the screen, re-scanning for the device and selecting the try again option several times. A boston scientific technical services consultant discussed options and further troubleshooting to perform. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a shock and there was also an untreated event. The caller was attempting to access the event when a the programmer displayed a yellow screen stating telemetry was lost. Telemetry could not be re-established despite exiting the screen, re-scanning for the device and selecting the try again option several times. A boston scientific technical services consultant discussed options and further troubleshooting to perform. No adverse patient effects were reported.